Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: the exact occurrence date is unknown; however, this was reported to have occurred between (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 19.

Manufacturer narrative:
(B)(4). The infusion began at 10:05 a.m. On (b)(60 2014 and ended at 2:30 a.m. On (B)(6) 2014. Manufacture date: september 5, 2013 ¿ september 6, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 10ml of fluid within the bladder. Visual inspection of the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was conducted and results were within the acceptable range. The unit met product specification and was found to be conforming product. The reported problem was not verified. Should additional relevant information become available, a follow-up MDR will be submitted.